Manufacturer narrative:
Received one speedband superview super 7 with the velcro strap and unused ligator head for analysis. A visual examination of the returned device found that the trip wire was partially rolled in the handle assembly and was not broken. The suture loop in the ligator head was noted to be broken. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, the suture that broke was an issue that was generated by excessive manipulation of the device by the user, interaction with other devices and/or excess of force applied to the product during set up could have contributed with the suture breakage. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the colon during a ligation procedure performed on (B)(6) 2018. According to the complainant, during preparation, the physician attempted to install the device into the endoscope; however, the trip wire broke. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the colon during a ligation procedure performed on (B)(6) 2018. According to the complainant, during preparation, the physician attempted to install the device into the endoscope; however, the trip wire broke. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.